Event description:
During a procedure with the tenex system, a portion of the microtip needle separated from the rest of the hand piece. There were no patient complications reported.

Manufacturer narrative:
Follow-up report #03. Fields b4, d10, g7, h3, h4, h6 and h10 updated. The device was returned and evaluated. It was confirmed that the microtip needle had separated from the rest of the handpiece. Due to the condition in which the device was received, functional testing could not be performed. The fracture site did not indicate a specific cause for the failure. Evaluation of the device did not reveal any further anomalies or defects.

Manufacturer narrative:
Follow-up report #01. Fields b4, d10, g7, h3, h6 and h10 updated. The device was returned and evaluated. It was confirmed that the microtip needle had separated from the rest of the handpiece. Due to the state in which the device was received, functional testing could not be performed. The fracture site did not indicate a specific cause for the failure. Evaluation of the device did not reveal any further anomalies or defects.

Manufacturer narrative:
Follow-up report #02. Fields d10, g7, h3, h6 and h10 updated. A followup report for a different MDR was accidentally filed under this report number. This device has still not been returned. The report data and findings have been returned here to those stated on the initial report. If the device is returned and evaluated, we shall file another followup. We apologize for the mixup.